Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient alleges that the pump does not deliver insulin, as she has had high blood glucose levels. No adverse event alleged. A request was made for the return of the device.